Event description:
Event description guidant received info that at 43.5 months post implant, this implantable cardioveter defibrillator (ICD) was explanted due to battery depletion.

Event description:
Guidant received info that at 43.5 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion.